Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation the batteries were found to meet specifications for voltage, conductance, last measured discharge (lmd) and load testing requirements. The customer is aware of proper battery maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per script questions the power light emitting diode (led) light on the front panel of the system-1 was green. The battery icon on the central control monitor (ccm) of the system-1 was green. The field service representative (fsr) verified the reported issue with the batteries as the last measured discharge (lmd) was 174/10 instead of 180/10. The fsr verified the power supplies were working by measuring the voltage of both power supplies. The fsr replaced both batteries in the system-1. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. Data log analysis also confirms the complaint. The power manager is reporting lmd low (last measured discharge or battery capacity). This will trigger the reported message "batteries need service - full backup may not be available." On (B)(6) 2015 the system was run on battery until a depleted battery shutdown occurred (nach = 0 , minutes remaining = 0). This indicates the battery has at least 18 amp hours (ah) of capacity. This causes the power manager to re-establish lmd by tracking how much current it takes to fully recharge a depleted battery. The recharge takes up to 13 hours and should not be interrupted for the most accurate determination. During the recharge, battery backup was tested multiple times and the system was powered off multiple times before completing the recharge. In fact the charge was not completed until (B)(6) 2015, a week later. The lmd established was low but since the recharge was not done properly, the established lmd may not be correct.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message displayed "full battery capacity may not be available." The device was not changed out, as they continued to use for the case. They still had battery back-up when they unplugged the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.